Event description:
Customer reportedly received results of 27.1 mmol/l and 7.6 mmol/l within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported that while inserting a 12mm plate, a ring unseated from the plate. Plate was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.